Event description:
It was reported that, during a follow-up, this device had a battery depletion error. The battery status at the last check in march was at 25% remaining. A review of device downloaded memory was done by technical services and premature battery depletion was confirmed. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.